Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) year old (B)(6) patient had impella 5.0 pump inserted in the right axillary. The patient had access site bleeding and as a result an unknown amount of blood transfusion was administered.